Manufacturer narrative:
B4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.